Event description:
It was reported that some time post port placement, the catheter was allegedly occluded. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter were received for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the identified fracture as a crescent-shaped partial break was observed approximately 7.9cm from the distal end of the cath-lock and splits were noted on the proximal end of the catheter between the cath-lock and the port body. However, the investigation is inconclusive for the reported catheter occlusion as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified fracture could be due to sharp instrument damage, improper flushing and fibrin sheath formation could have potentially caused or contributed to the reported event. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter was allegedly occluded. There was no reported patient injury.